Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site reaction and subsequent scar. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that, when she initially began omnipod therapy, a pod caused a skin burn at the infusion site on the abdomen that subsequently developed into a scar. The patient reported redness at the infusion site when the skin irritation occurred and noted that the scar is still present. The patient did not report further symptoms or medical intervention.